Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the company technical support specialist (tss) reported that the surgeon had an occlusion (occlusion alarm sounded). The surgeon cleared the occlusion but toward the end of the case there was no irrigation and no aspiration at all. The patient had a corneal burn. The facility charge nurse completed a questionnaire. The patient was an (B)(6) year old male. The surgeon was phacoing when no aspiration and irrigation was noted. The cornea was burned. The event occurred at the beginning of the case. The patient wound was sutured. The patient was brought back to surgery due to a leak. No pre-existing ocular conditions were noted for the right or left eye. The event was noted as a corneal burn occurring during sculpting. The outcome of the event was noted as resolved with treatment and ¿at this point the patient is ok¿. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The customer may not be cleaning the phaco handpieces per the directions for use (dfu). The dfu states the phaco handpiece must be cleaned immediately after each use. The customer is to use a syringe to push a minimum of 120cc of room temperature sterile, deionized water through both the irrigation and aspiration paths. Using the same syringe, flush both ports with a minimum of 60cc of air. There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event.¿ product evaluation: the system was examined and the reported irrigation/aspiration issue was replicated on the 2012 handpiece. The us controller board was replaced. The company representative determined that the handpiece was autoclaved with the debris still lodged inside of it. This debris was then determined to have been stuck in the handpiece. The system was found to have met specifications and the customer was advised to replace both of the checked handpieces. The phaco handpiece was manufactured on february 3, 2012. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on may 13, 2014. Based on qa assessment, the product met specifications at the time of release. Root cause: corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications. The root cause was attributed to improper handpiece cleaning specifically at this one site. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure there was an occlusion, no irrigation and no aspiration. The patient experienced a corneal burn. A corneal wound leak was noted post operative. The patient returned to the operating room to have sutures placed.